Event description:
Physician began procedure and the metal loop end fell off a few seconds into the procedure. The loop end was retrieved and a new loop opened. The procedure continued as planned. Diagnosis or reason for use: enlarged prostate. Event abated after use stopped or dose reduced: yes.